Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (B)(4). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a 25mm 11500a resilia inspiris aortic valve in aortic position was disabled via valve in valve procedure after an unknown implant duration due to unknown reason. Tavr was completed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported and learned through medical record that a 25mm 11500a resilia inspiris aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 4 years, 11 months due to stenosis. Tavr was completed with a 26mm 9755rsl transcatheter valve and patient was discharged to home on pod# 1. Patient is s/p viv tavr with 26mm sapien 3 ultra patient tolerated the procedure well. Patient's post procedure course remained uncomplicated without conduction. Patient remains hemodynamically stable.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. H11: corrective data: description of event was inadvertently omitted when submitting medwatch# 79027. Based on the additional information obtained, sections b5, b7, h6 have been updated accordingly.

Event description:
It was reported that a 25mm 11500a resilia inspiris aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 4 years, 11 months due to unknown reason. Tavr was completed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11. Additional narrative updated a1, a2, b5, d4, and d6.